Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found blood and dried tissue entwined around the helix, which could have contributed to the dislodgement allegation. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to conclusively determine the root cause of the reported high capture threshold allegations.

Event description:
It was reported that shortly following the implant procedure of this right ventricular (rv) lead, the patient presented to the emergency room with dizziness. Device interrogation revealed a high rv capture threshold measurement and the patient was admitted for a rv lead revision. During the procedure, this rv lead helix would not retract normally and the physician elected to surgically explant and replace the lead to resolve the event. The patient was stable with no additional adverse effects. This rv lead was received for analysis.